Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced difficulty in removing the infusion set site connector clip off the cannula event on (B)(6) 2026. No further information available.